Manufacturer narrative:
Investigation ¿ evaluation: no further information was provided for this complaint. The complaint device remains unknown, preventing an accurate investigation. A repeat investigation was therefore conducted for a possible complaint product, an ultrathane nephrostomy set with mac-loc, based on the available information. For this device, a review of the instructions for use (IFU), quality control, and design history file, as well a visual inspection and dimensional verification of a representative complaint product, were conducted during the investigation. The instructions for use (IFU) advise the user to inspect the device prior to use to ensure that no damage has occurred. Based on the lack of information provided, no returned product and the results of our representative investigation, a definitive cause could not be established. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints.

Event description:
No additional information has been added to the description of event since the previous medwatch report.

Manufacturer narrative:
Suspect medical device: product information unknown. Customer (person): unknown. Occupation: unknown. PMA/510(k) #: product information unknown. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an unspecified nephrostomy tube cap broke off. The event occurred on an unspecified date. It is unknown if the device made patient contact. It is unknown if patient care was impacted. Additional information has been requested but is currently unavailable.